Event description:
An implant was loose and had to be removed. During removal of the implant, additional fragments of the implant were found in the apical area of the bone. The pt wanted them removed. In order to get the remaining fragments out of the bone, an additional surgery (osteotomy) was necessary. The pt was reported to be fine.

Manufacturer narrative:
The 3m espe has yet to determine and verify the lot number for the product involved in this case. Method, results and conclusions: the upper part of the implant (involved in this case) was returned to 3m espe for eval. Upon visual inspection, there were no defects noted for that part. The fragments of the implant were not returned to 3m espe.